Event description:
Boston scientific received information that the left ventricular (lv) lead was explanted due to a micro-dislodgement. It was noted that the lead was still functioning as intended at the time of the revision procedure. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.